Event description:
It was reported to philips that there was no x-ray possible with the azurion system. The device was inside of clinical use at the time of the reported event, as per the field service engineer, the image disk was full. No harm was reported to philips. The field service engineer inspected the system onsite and after the deletion of the patient image, the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the device cannot emit x-ray. After reviewing the log file fse confirmed that the that image disk was full, and image disk failure showed. The fse instructed customer to clear the disk in time and bypassed the hard disk adapter box of x-ray pc. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.